Event description:
The patient felt extreme pain at the implantable neurostimulator pocket incision and in her back where the main lead was placed. The pain associated with the device system was more severe than the sciatica it was supposed to treat, so the patient decided to have the system explanted. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.